Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the non-pacemaker dependent patient presented for a normal device check, loss of capture and low pacing impedance were observed. Lead revision is planned.